Manufacturer narrative:
The insulin pump was returned for low battery alarm and power system confirm in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected replace battery now during testing. The pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed the battery four times in one week. The customer stated that the pump alarmed battery change at 9am and then at 3pm. The customer stated that there were battery failure alarms as well. The customer stated that when she changed the battery in the pump, the icon showed full battery on the screen. The customer will be sent a replacement pump.